Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that stent damage and stent dislodgement occurred. The target lesion was located in the saphenous vein graft. The 4.00mm x 28mm promus premier stent was advanced to the lesion however it was noted that the stent appeared deformed. The device was removed but the stent was dislodged inside the patient. The stent was successfully removed using a snare. The procedure was not completed due to this event. The patient had prolonged hospital stay and the patient's status is okay.